Manufacturer narrative:
The reported marathon catheter has not been returned for evaluation, so device analysis cannot be performed. The cause of the reported clinical experience cannot be conclusively determined. Should the marathon catheter be received and evaluated, new information will be submitted via a supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a marathon catheter tip broke when it was being removed within a guide catheter during a treatment of vein of vena galen procedure. It was reported the marathon catheter was advanced inside a 4 fr. Guide catheter to the treatment site. Difficulty was encountered during navigation because of a kink in the guide catheter. It was decided to remove the marathon catheter. When attempted to remove the marathon catheter, the catheter tip broke off within the guide catheter. Therefore, the guide catheter and the marathon catheter were removed from the patient as an entire unit. The marathon catheter with the guide catheter were removed without any further incident. An assessment was done and there was no injury to the patient. The scheduled procedure was continued.

Manufacturer narrative:
The marathon micro catheter was not returned for analysis; however, an image was provided by the customer which appears to show the 4f glide catheter kinked down on the marathon, within the patient¿s anatomy. Based on the reported information, the report of catheter separation/break and could not be confirmed and the root causes could not be determined. It is likely the kink with the guide catheter contributed to the separation of the marathon. In addition, the 4f glide catheter was found to be not compatible for use with marathon. Per an online source, the (terumo) 4fr glidecath has a labeled inner diameter (ID) of 0.041¿. Per the marathon instructions for use (IFU) ¿it is recommended that the marathon¿ be used with an appropriately sized guiding catheter which allows adequate clearance of a minimum internal diameter of 0.053¿ or 1.35mm.¿ therefore, the 4f glide catheter was found not compatible for use with marathon. All products are 100% inspected for damages and irregularities during manufacture. Per the marathon IFU: ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation.¿ if information is provided in the future, a supplemental report will be issued.